Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the inserter handle was loosening from the shaft during surgery. No delays or patient harm occurred due to this event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported a broken weld. The investigation has shown that the handle has loosened. There are severe traces of impact on the head cap. The manufacturing review shows that the production procedure was followed according to the specifications and there were no issues that would contribute to this complaint condition. Due to the heavy hammering marks it is likely that the instrument was subjected to excessive use which has led to the complained issue. The current technical guide recommends ¿insert the pfna blade to the stop by applying gentle blows with the hammer¿. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.